Event description:
The customer reported that the insulin pump was exposed to water and the device was not functioning. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display as a result of a corroded electronic and motor assemblies.